Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the g5 application was not updating continuous glucose monitor (cgm) data. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event was confirmed through log review. A root cause could not be determined.